Event description:
It was reported that the patient experienced discomfort at the ipg site due to the ipg flipping in the pocket. As a result, surgical intervention was undertaken on 5apr2024 wherein the ipg was explanted and replaced to address the issue. It was also reported that during the surgical procedure on (B)(6) 2024, diagnostic testing revealed the patient's lead had high impedances. As a result, the lead was also explanted and replaced to address the high impedances. Effective therapy was restored post-op and the discomfort at the ipg site has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.